Event description:
Bed found in "down" storage. Head up function not working. No injury reported.

Manufacturer narrative:
Technician located the bed in down storage area. Head up function is not working manually or under power. Battery led is on. Isolated the problem to faulty valve guide tube. Replaced the head up valve guide tube to resolve this issue.